Event description:
As reported, after percutaneous coronary intervention (pci), an attempt was made to suture and achieve hemostasis at the puncture site in the right common femoral artery (rcfa), where a 7f unknown sheath had been inserted, using two non-cordis suture-mediated closure devices. Resistance was observed when pulling up the plungers of both devices, and the feet could not be retracted. The main body was advanced further in, and the plungers were removed. Both devices were removed from the patient¿s body and use was discontinued. An unknown mynx vascular closure device was used for hemostasis, but the first device did not achieve adequate hemostasis, and hemostasis was completed using two devices. Angiography of the puncture site confirmed that there was no leakage of contrast agent outside the vessel. Afterward, the patient complained of flank pain, and imaging showed leakage above the puncture site. It was considered that the non-cordis suture-mediated closure devices had caused damage to the patient¿s vessel. Hemostasis was performed using a balloon catheter. It was subsequently reported that the patient died of hemorrhagic shock. The mynx devices will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Upon additional information received, the reportable code of sealant-failure to achieve hemostasis was removed; therefore, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer consider reportable.